Event description:
According to the available information the implant was explanted and replaced due to a hole in the cylinder.

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. No functional abnormalities were noted with the pump. A separation was noted on the bladder of cylinder 1. This is a site of leakage. The separation had surfaces with a darkened or melted appearance, indicating contact with a cauterizing tool. No functional abnormalities were noted with cylinder 2. No functional abnormalities were noted with the reservoir. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the bladder of cylinder 1 occurred subsequent to the device packaging being opened. Based on the evaluation and information received, as well as the brief period in-vivo, the separation most likely occurred inadvertently during the implant procedure. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the implant was explanted and replaced due to a hole in the cylinder.